Event description:
The account called to report an incident involving ICU pt. The pt was to receive heparin at 20cc/hr with a vtbi of 500cc. The nurse started the infusion using side one of the flogard 6301. After 4 hours, the nurse noticed the entire 500cc bag of heparin had infused. The concentration of the heparin was 2500u/500cc. When the nurse stopped the infusion, the device was reported to show a rate of 20cc/hr with a vtbi at 397cc. The pt's dr was notified. All anticoagulants were stopped. Extensive lab work was performed. The pt's bleeding times were elevated. The pt had large amounts of blood in their stool. The dr had ordered to have the operating room on standby and to have platelets on standby. The pt received extensive monitoring . The facility reported that the pt has since recovered and did not need to go to surgery or have platelets administered. The pt's stool has cleared of all blood. No adverse outcome has resulted from the overinfusion.